Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - stem customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the z1 stem was perched and is a repeated event. The surgeon feels the stem to broach ratio is inaccurate regarding the pps coating. The z1 coating is too thick and does not allow for true seating of the broach. No known impact or consequence to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined.

Event description:
Attempts have been made and no further information has been provided.